Event description:
It was reported that the pt had experienced increased spasticity. It was thought that there was a dysfunction of the system. The pump was replaced in 2007; however, the pt was still having symptoms. The catheter was checked twice with x-rays (date not reported) and the catheter was okay. A decision was made to replace the catheter. After the catheter replacement, the pt's spasticity was okay; therefore, it was thought that the catheter may have had a microscopic leak. The type of medication being delivered via the pump was not reported.